Event description:
Litigation papers allege pain and metal debris.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation complete. Should further information be received, the complaint will be updated at that time.

Manufacturer narrative:
Report rec'd: 1/11/2016. Update rec'd 1/11/2016-litigation papers received. Litigation alleges the potential for high metal ion levels. An unknown stem and taper sleeve are now being added to the complaint. This complaint was updated on: 1/19/2016. (B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 1/11/2016-litigation papers received. Litigation alleges the potential for high metal ion levels. An unknown stem and taper sleeve are now being added to the complaint. This complaint was updated on: 1/19/2016.